Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of the tubing missing the safety clamp and therefore could not be used or loaded into pump could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model unknown because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd pri tubing experienced a missing component. The following information was provided by the initial reporter: type of device: set, administration, intravascular, device brand name: alaris, smartsite, device manufacturer's name: carefusion 303, inc., date of this report: 07/06/2020. Describe the event or problem: infusion pump set was missing safety clamp and could not be used or loaded into the pump the device(s) may have caused or contributed to: potential for patient harm.